Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error (B)(4) or pump error (B)(4) alarms during testing however, pump error (B)(4) alarm, line number (B)(4) file number (B)(4) and pump error (B)(4) alarm are found in the formatted history file due to a software error. Pump received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a pump error 4 and pump error 15 alarms while napping. Customer's blood glucose was unknown. It was reported that settings were deleted, active insulin was erased. Customer declined troubleshooting and requested for insulin pump to be replaced.